Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a clave¿ neutral connector it was reported that while medication (leucovorin in normal saline) was infusing, halfway through, they noticed dripping on the floor from the blue clave. They disconnected it and replaced a new one. There was patient involvement and no injury reported.

Manufacturer narrative:
Investigation summary: the reported condition of leaking medication from blue clave can be confirmed. The probable cause of the microclave stick down on the used b3300, clave¿ neutral connector set is inadvertent use of an incompatible mating device during use. The returned mating device sample was measured and evaluated and found to be compatible with microclave so it is unlikely that any of the mating device sample returned was responsible for the damaged seal. Needlefree connectors are compatible with iso male luers having an internal diameter between 0.062 inches (1.58 mm) and 0.110 inches (2.8 mm). The microclave dfu states: connectors are compatible with iso male luers having an internal diameter between 0.062¿ and 0.110¿. Lot history review: a DHR lot # and relevant commodities were reviewed, the following discrepancy was identified: exception type: ncmr. Lot #: 13957217, 13983296. Discrepancy: "b1 operator found plugs stuck in the track of hsm-3. Further inspection, it was extra material out of plug body as well as went inner body at cavity a5-07. Total impact quantity (B)(4). Defect samples taken to verify and was told that the defect is acually a tear that is not found in molding but normally caused in automation. Bracketing was completed on all remaining inventory and no defects found." "Part r1-15029 did not meet product specification due to bubble in the lure inside threads. "